Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. A new lead was implanted. Additional information obtained from the field representative indicated that the cause of high thresholds was due to myocardial infarction. The rv lead was surgically abandoned. No additional adverse patient effects were reported.